Event description:
Caller reported the patient (pt) had a device explanted in october 2020 due to infected leads. Caller was unable to determine type of device or manufacturer. Caller stated operative report indicated removal of "4 occipital leads and pulse generator." Caller provided information on 2 leads. The first lead is model sc1160, sn (B)(6). The second lead is model sc235270, sn (B)(6). Ref report: mw5151076. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".